Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v535669, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the returned lead model 3889-28 lot # v535669 showed that all conductors were broken 4.5 cm from the distal end. The #0 connector was crushed. It was also noted that the conductor coils were crushed. All circuits were open and no short circuits were seen.

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) was broken/fractured. Impedance testing was performed but no results were reported. The lead was then explanted and was replaced. There were no reported patient symptoms or complications associated with the event issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
(B)(4): additional information received reported that the patient was doing fine following the replacement.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# v535669 implanted: (B)(6)2010 explanted: (B)(6)2015 product type lead product ID 3037 (B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# v535669 implanted: (B)(6)2010 explanted: (B)(6)2015 product type lead product ID 3037 (B)(6) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a lead revision due to return of symptoms from lead being damaged during back surgery. There were no further symptoms or complications reported or anticipated.